Manufacturer narrative:
Product complaint # ==> (B)(4)investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot number), d9 and h4 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and device interaction (2+ devices):unable to assemble were reviewed. It was determined device interaction (2+ devices):unable to assemble has not caused or contributed to any deaths or serious injuries within the time period of (B)(6) 2018 ¿ (B)(6) 2022. In total, there have been zero serious injuries and zero deaths reports related to device interaction (2+ devices):unable to assemble in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, device interaction (2+ devices):unable to assemble associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50

Manufacturer narrative:
Product complaint # ==> (B)(4) all medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rotation aspect is loose and almost to breaking point.